Manufacturer narrative:
The junction box and controller were evaluated and found to perform as intended. The controller was sent to the manufacturer for further evaluation where it was determined that the joystick was damaged by the end user. (See add'l pages)

Event description:
End user alleges while operating the motorized wheelchair on a ramp the unit came to a sudden stop and she fell out of the seat. End user alleges, as a result of the incident, she fractured her right thumb and right femur.